Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting, tandem technical support confirmed that the screen was responsive and functioning as intended. Additionally, it was reported tha the wake button intermittently did not work to turn the screen on. Cts advised the customer to press the button with more force; customer acknowledged. Customer's blood glucose level was 209 mg/dl.